Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited atrial undersensing on the presenting electrogram (egm). The device was noted to be programmed vvir, however, atrial rhythm discriminators remain programmed on. Additionally, the right ventricular (rv) defibrillation lead exhibited variations in shock impedance measurements from 63 ohms to 106 ohms. The rv pacing impedance measurements also showed small increases/variations in the 300 ohms range. The left ventricular (lv) lead also exhibited small increases/variations in pacing impedance measurements in the 400 ohms range. Further review was recommended. No further assistance was recommended at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.